Event description:
The surgeon inserted a 22.5 diopter single piece intraocular lens model icm125v4 in the pt in 2003 and pt's post operative target refraction of plano was not achieved. The pre-operative refraction was : 7.75 +0.5 and post operative refraction was : +2.50. The iol is planned to be replaced but still remains in pts' eye.